Event description:
The following was reported to davol: on (B)(6) 2014, the pt was implanted with a bard composix hernia patch. Two jp drains were placed during this implant procedure. On (B)(6) 2014, pt discharged. On (B)(6) 2014, pt presented to the emergency room and cultures taken of the jp drainage grew few (B)(6). On (B)(6) 2014, pt admitted due to anemia and was given a blood transfusion. Cultures were taken on (B)(6) 2014 and showed fare staphcoagulase few corynebacterium species. The pt was treated with antibiotics. The facility reports that during implant no breaks in the sterile technique were noted.

Manufacturer narrative:
Based on the info provided, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the pt's reported post operative infection. As reported the pt is diabetic which is known to impair would healing and hamper the bodies ability to fight infection. The adverse reaction section of the products IFU lists infection as a known possible complication. A manufacturing review that included review of sterility records was performed, and no anomalies were found. Culture reports have not been provided. Additionally, the mesh remains implanted. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a f/u MDR will be submitted.